Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the surgeon was unable to fully seat the pin into the reference frame. The surgeon attempted to push the frame until the stop, which was reported to be about 1 inch up. The site then took a image and checked accuracy of the navigation instruments and reference points, all of which were reported to be accurate. The frame was not moving so the surgeon opted to proceed with the use of the pin and reference frame. The screw placement was confirmed to be accurate. There was a reported delay of 15 minutes while troubleshooting this issue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the returned pin does not appear to have any type of damage that would cause fit issues. The pin was able to fit easily into a mating frame, but was a tight fit for another mating frame. The diameter of the barrel should measure 6.35 mm +0 -.006. The actual measurement was found to be 6.34 mm which should not have caused a fit issue. The mating frame from the site may have been on the tighter end of the tolerance causing the fit issue. Testing was unable to replicate the reported issue; the returned device was successfully tested and no faults found.